Event description:
A malfunction on the pump was reported by the caller, and a malfunction code was provided. There was no adverse impact to the customer¿s blood glucose level. The customer received pump reset information and assistance from technical support, but the malfunction code continued after resetting. Technical support decided to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump while reaching out to their healthcare provider for backup therapy.